Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: trauma procedure performed: decompression spinal post op, cap of crosslink broke not in the place of break off, but in thread. So from other crosslink cap was changed and tightened. There were no complications to the patient after the surgery.